Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event of a crack. A visual inspection was conducted and it noted a crack in the minicap. The reported event of damage was verified during the evaluation, and the device was found to be out of specification. The cause could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap portion of a minicap prep kit was cracked. This was noted during training. There was no patient involvement. No additional information is available.